Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, the device was removed out of the package by following all appropriate and sterile steps. As it was new gun and already preloaded with a green reload, when the surgeon aligned tissue and fired stapler, he felt resistance and he observed that staples came out of the reload and tissue was cut by the knife without stapling. The doctor used suture and completed the surgery. The procedure was prolonged 45 minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l53p74. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.